Manufacturer narrative:
Medtronic received the following information from a journal article entitled; type iiib endoleak: the great "masquerader" - risks of liquid agent dislocation during sac embolization techniques. Lioupis c, francoeur l. Vascular and endovascular surgery. 2023 may;57(4):406-410 doi: 10.1177/15385744221149631. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: etlw1616c120ee. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
An endurant bifurcate stent graft system was implanted in the endovascular treatment of a aaa on an unknown date . An endurant enbf 28-13-170 was implanted in the infra renal abdominal aorta, the graft had been extended to the external iliac artery on the right side using an endurant enlw 16-13-120, after embolizing the internal iliac artery ostium using a non mdt vascular plug. On the left side an iliac limb enlw 16-16-120 had been extended to the distal common iliac artery. The patient had no follow up imaging studies in the last 3 years before the current presentation, due to low patient compliance and services interruption related to covid-19 pandemic. The patient presented with a expanding aortoiliac aneurysm 10 years post the index procedure . The patient was asymptomatic. A cta performed indicated 2 areas of aneurysm sac perfusion, one around the proximal graft attachment site and another one around the right iliac limb, with significant increase of the abdominal aortic aneurysm size (6.6 cm from 5.8 cm), and the right iliac component (6.4 cm from 4.2 cm) compared to the latest available cta. A diagnostic angiography was then performed where a pigtail catheter was placed initially above the top of the bifurcated graft, and subsequently inside the main body, and the right and left iliac limbs respectively. That demonstrated a major type ib endoleak around the left iliac limb. The aortography performed with the pigtail catheter placed above the main body of the stent-graft, indicated no distal migration of the endograft, but there was some evidence of a type ia endoleak. Intervention was then performed. The ib endoleak was successfully treated with the implant of a etlw 16-20-82 endurant limb extended to the distal left common iliac artery. The suspected type ia endoleak was initially treated with molding around the proximal seal zone using a reliant balloon followed by thesymmetrical application of 8 endoanchors. Completion angiogram indicated a minor slow proximal endoleak that was considered to be persistent type ia, possibly related to anticoagulation effect. The procedure was then completed. A repeat cta performed in the following days showed resolution of the endoleak around the right iliac limb, but persistent opacification of the proximal aneurysm sac. The proximal leak was in proximity to a site of incomplete apposition of the endograft to the aortic neck wall and was considered to be a persistent type ia endoleak. A second intervention procedure was planned for 2 weeks later. During this procedure, a catheter was advanced to just below the top end of the endograft. An angiogram was performed through a pigtail catheter to depict the endoleak. A reverse curve catheter with a hydrophilic wire was used to access the perigraft endoleak space through an anterior right pararenal approach. An endoleakogram was performed to assess the size and shape of the endoleak nidus. No exit vessels or concurrent endoleaks were identified. 18 non mdt coils were then implanted followed by the infection of a non mdt polymer agent, followed by a liquid embolic solution. The liquid embolic solution was injected slowly through a microcatheter during careful retraction and it was possible to produce a stable plug strengthening the embolizing action of the coils. During the late phase of embolization, there was liquid embolic agent seen to be extending inside the lumen of the left limb of the bifurcated stent-graft. An 16mm endurant limb was then inserted to reline the left limb of the bifurcated endograft and trap the liquid embolic agent. The limb extension was molded proximally and distally. Left lower limb runoff angiogram confirmed no distal embolization. The procedure was then completed. It was reported while a concurrent type ia and type iiib endoleak cannot be excluded, likely the type iiib endoleak was the only source of sac pressurization and there was a misdiagnosis of the type ia endoleak. No additional clinical sequalae were provided and the patient is fine.